Event description:
The "inset" infusion set for the animas insulin pump failed. An hour after inserting a new inset, my blood sugar zoomed up to 435. I was feeling quite ill, extremely thirsty and frequent urination, a high blood sugar emergency. I pulled the set out and primed the infusion set to see if insulin was being delivered. It appeared that the cannula had a break in it; insulin was squirting out through the tubing but was exiting on top of the tape and not going through the cannula at all, which meant that no insulin was being delivered under my skin, it was just squirting out on top of the skin. I was able to change the set and get my blood glucose to lower and was out of danger within a couple of hours. I have informed the company and my diabetes educator. This was the second incident of failure of an inset that I have experienced. This first one was about three months ago. My blood sugar zoomed up, I felt sick and that time it turned out that the cannula had kinked and never was inserted under my skin at all.